Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd q-syte luer access split septum had leakage at the top of the septum. The following information was provided by the initial reporter: "valve leakage when used in conjunction with a cair extender."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 20-may-2022. Imdrf annex a - a0504. H6: investigation summary: our quality engineer inspected the samples provided for evaluation. Bd received three q-syte units along with two miscellaneous extension sets and one 10ml syringe. One of the q-syte units was returned inside sealed packaging with the label indicating that the unit belonged to lot number 1210009. The other two q-syte units were returned with no product packaging. A gross visual inspection of the q-syte units did not find any damage to the components. The units were inspected for column defects where one column tear was found in one of the opened units (unit 1). The defective unit was dissected for further inspection of the septum. During dissection, adhesive wicking down the inside of the top body was identified. The septum column was found to be adhered to the identified adhesive. The adhered location was next to the column tear. The septum was forcibly removed by the investigator causing damage to the septum. Inspection of the septum found that no damage was present to the top or bottom disk and one tear was present at the column. Tears in the column are known to result in leakage when flushing the unit. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, damage to the septum may occur due to burred tooling, poor blade quality, misalignment of parts or probe, or from a sharp edge from adhesive buildup. Additionally, adhesive wicking down the column may lead to leakage. Slit quality, column tear checks and controlled functional leak tests are performed of the full assembly per our quality control plan to mitigate the risk from a torn septum. Additionally, during use, excessive actuations, actuations at a wrong angle, or extraneous force on the septum may also result in tearing of the septum. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported bd q-syte luer access split septum had leakage at the top of the septum. The following information was provided by the initial reporter: "valve leakage when used in conjunction with a cair extender."